Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic with pain, wound dehiscence, pocket erosion, drainage, and redness at the device implant site, consistent with infection. A bacterial culture was performed; however, the results were negative. Local debridement and antibiotic therapy did not resolve the infection. Consequently, the physician elected to explant the entire system, including the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead, on (B)(6) 2025. The patient remained in stable condition following the procedure.